Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) distal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that the patient presented to the clinic after the lead integrity alert (lia) triggered. The lead showed noise/oversensing. Oversensing was also seen while "gently manipulating the pocket." The lead was replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.